Event description:
A customer was contacted by beckman coulter, inc. (Bec) regarding the assay performance of access accutni, and indicated an occurrence of non-reproducible false positive troponin (accutni) result generated by unicel dxc 600i synchron access clinical system on one patient's sample. The result was reported out of the laboratory. Repeat testing produced a result within the normal reference range, and the report was amended immediately within 20 minutes. The customer stated that there was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment because of the initial result being reported.

Manufacturer narrative:
Sample collection and specific centrifugation data was not supplied. No specific event qc data was supplied. The laboratory has an accutni patient sample repeat analysis procedure, which includes re-testing all initial or first time accutni sample values greater than 0.05ng/ml prior to releasing data. The unit is currently performing within qc specifications upon contact with the customer. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. A root cause for this event was not determined.